Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer used a tandem charging cable and tried different wall outlets and adapters, but the issue persisted, leading to an unstable connection. Technical support decided to replace the pump, confirming that it was under warranty. The customer was instructed to use multiple daily injections (mdi) as backup therapy and put the pump in storage mode before sending it back. A replacement pump was arranged, and the customer agreed to return the defective pump using a prepaid label within ten days.